Event description:
Physician would like to alert FDA regarding the increasing number of "wound breakdowns" that have been associated with the use of this product. Her experience has not been unique to her institution, but it's become a national problem, that surgeons are being held liable for. The problem will only escalate as "bulk buying" is limiting the choices of surgeons. In one instance a patient who'd previously had several surgery's, experienced 2 of 3 surgeries with complications involving this product. Whereas 3/3 other surgeries, on the same pt, not using the product, were without complications. Complications included additional surgeries, post-operative granuloma development and hysterectomy. The suture material is not working and it's not getting the necessary response. The surveillance methods/mechanisms are being picked up as an outpatient measure. Additionally the needles are breaking and are inferior. This problem plus wound dehiscence associated with the product is in need of immediate attention and perhaps recall.